Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) was loaded into a cartridge, the side of the cartridge was noted to be split and the iol was starting to exit through the side. Additional information was requested.

Manufacturer narrative:
Product evaluation: a cartridge and the non-qualified lens were returned. Viscoelastic was dried in the cartridge. The nozzle was cracked along the anterior surface. The damage began at mid-nozzle, prior to the parting line. The damage extended along the anterior into the thinner tip area. The nozzle damage extended into split tip damage. The split extended and became stretched cartridge material with an aneurysm located ahead of the stretched cartridge tip material. The cartridge has evidence that it was placed into a handpiece. The associate non-qualified lens had viscoelastic and was scratched. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Information was provided that indicated the use of a non-qualified lens with an unspecified handpiece and viscoelastic. Root cause: extreme nozzle and tip damage was observed. The root cause for the reported event is most likely related a failure to follow the dfu. The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The returned cartridge nozzle was cracked and the damage extends into the thinner tip area. The tip has split. The split damage became stretched tip material and an aneurysm. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).